Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert occurred around the time the issue began. There was no reported impact to the customer¿s blood glucose level. Issue resolved on its own when pump began charging using original charging supplies, pump did not shut down or become unable to turn back on, and no further assistance was required from technical support.